Manufacturer narrative:
(B)(4).

Event description:
Received info reporting the pt experienced a loss of stimulation after "heavy coughing." At the same time he felt warmth on his back over his ins site. On the pt programmer no middle light (ins light) appears. Pt was encouraged to see his hcp. Additional info has been requested and if received a follow up report will be sent.